Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that when she pulls out the reservoir she hears a click and pieces break off from the reservoir. Customer stated that a piece of tape is holding the battery in place. It was also noted that there were cracks around the battery, reservoir and the escape button. Customer mentioned that there was a scratch on the display as well. Customer's blood glucose reading at the time of the call was 433 mg/dl. No further information reported.